Manufacturer narrative:
The t:flex user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction code during bolus delivery. The customer's blood glucose (bg) level was 230 mg/dl. The customer was to use insulin injections to manage diabetes.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.